Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted in the perirectal fat during a hydrogel implant procedure performed on (B)(6) 2019. Reportedly, one percent of lidocaine was used for the anesthesia. According to the complainant, on (B)(6) 2019 the patient went to the emergency room (ER) due to allergic reaction. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.